Manufacturer narrative:
(B)(4).

Event description:
The patient reported that they were experiencing pain at ins (implantable neurostimulator) site. The patient's incision had been healed for quite some time and for some reason she had pain at the implant site. It was very sensitive and the patient was not sure what would have caused it. The patient did not have any falls. The patient just woke up in the middle of the night with this pain. This was considered a sudden change in therapy/symptoms. Event date: (B)(6) 2016. Indications for use were noted as: gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.